Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen via an implanted pump. The indication for pump use was not provided. On 11-feb-2019 the hcp was requesting MRI compatibility guidelines. Per the hcp, the procedure was due to a problem with the patient¿s infusion devices or therapy. The patient had a potential infection of the pump pocket following a pump replacement procedure in (B)(6) 2018 and the doctor wanted to do an MRI to confirm it. According to the notes the hcp had, there was incision drainage. The hcp stated that she needed to do more research to confirm the new pumps information. It was noted that the hcp was an MRI tech and had little information to provide regarding the event, the doctor, and the drug information. Additional information was received on (B)(6) 2019 from the initial reporter who stated that they did not actually perform the MRI as the prescribing hcp changed it to a CT scan and since the MRI was not performed, she had no additional information to provide. No further complications have been reported as a result of this event.